Event description:
The esophageal ii wallstent was implanted on june 6, 1997 in a pt suffering from squamous cell carcinoma. The pt began to have difficulty eating about a week later. Barium studies were normal except for delayed gastric emptying. Pt started to have some coughing spells and developed a pneumothorax. A double hickman catheter was then placed. On june 23, it was discovered that the stent had eroded from the proximal end into the trachea. The stent was placed at least 5 cm above the area of the carcinoma and this is where the erosion occurred. The pt was not experiencing any febrile reaction. Pt subsequently had the fistula repaired from the tracheal side with a flap. Pt status is ok.